Event description:
Patient was left unattended by caregiver during toileting, contrary to the normal procedure. Patient called for caregiver after she had fallen. Caregiver reported seeing a bent back leg on the commode. Patient had swollen right elbow but no medical attention was needed or sought. Tubing below side cross brace appears to have buckled.